Event description:
It was reported that the patient experienced an infection with sepsis. The organism was identified as (B)(6). The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.